Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed severe marks of wear at several positions of the lead segments. In particular in the distal lead region the insulation was found damaged due to wear and a short circuit was measured. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant interaction with a nearby lead. This assumption is concordant, with the abraded trough lead body 52 cm distal to the df4 connector pin. Diagnostic images clarifying this assumption were not available. Further damages like the deformed svc shock coil as well as the found traces of coagulated blood in the inner conductor coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Inappropriate shock due to oversensing; suspected lead fracture. Lead was explanted. Should additional information become available, this file will be updated.